Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood in the guide wire lumen. There was contrast in the balloon. The stent implant was dislodged and was returned inside the orange protective sheath. There was no damage noted to the stent implant. There were stent crimp marks on the balloon where the stent had been between the markers. The balloon was loosely folded. There was no damage noted to the sds. A snap gauge was used to measure the outer diameters of the stent implant. The outer diameter measurements met manufacturing criteria. Pin gauges were used to measure the inner diameter of the orange protective sheath. Product performance engineering reviewed the incident. Analysis of the returned product did find the stent dislodged from the balloon inside the protective sheath, which is consistent with the reported dislodgement outside of the body. The presence of blood in the guide wire lumen and contrast in the balloon of the returned product, which was loosely folded is consistent with the reported information that the product was introduced into the anatomy and pressurized. It should be noted that it is prescribed in the instructions for use that: "prior to use, carefully remove the system from the package and inspect for bends, kinks, and other damage. After removing mandrel, remove the protective sheath carefully with holding its distal end. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted". Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during sheath removal, forced sheath removal or improper or inadequate crimping at the time of manufacture. Analysis of the returned device indicates the presence of crimp marks on the balloon that were between the markers of the loosely folded balloon. This suggests that the stent implant was at least crimped onto the balloon at the time of manufacturing. The loosely folded balloon appears to be the result of the physician attempting to deploy the stent before realizing the stent implant had dislodged. But it could also indicate that positive pressure was applied prior to use. However, this is unlikely considering that the outer diameters of the stent implant were found to be within manufacturing criteria. It is possible that the protective sheath was not carefully removed or negative pressure was applied during sheath removal. The inner diameter of the returned protective sheath was found to be within specification. Based on the incident information and results of the returned device analysis, a conclusive cause for the reported complaint of stent dislodgement cannot be determined. However, there is no indication to suggest that materials or workmanship may have caused or contributed to the anomaly. A review of the lot history record did not indicate any non-conforming material reports and a query of the complain-handling database indicated that there have been no similar complaints reported with this part/lot number combination. In addition, all quality parameters including stent placement and stent movement were within specification on the lot release test samples. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in patient's anatomy and caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the multi-link vision stent delivery stent (sds) was removed out of the dispenser and the protective sheath was removed. The vision sds was engaged in the mid-distal right coronary artery (rca). Air in the inflation lumen was removed with an inflation device, and then the device was pressurized. The stent did not show up on the intra-vascular ultrasounds (ivus) and was found in the protective sheath. The stent had dislodged upon the removal of the protective sheath. No patient effects were reported. No additional event ot patient information is available.